Event description:
On 18-dec-2025, a other health care professional contacted technical service to report that envella bed w/trapeze (product code p0821a, serial number (B)(6)), had bed self running moving up and down. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the power cord is in good condition: the plug is a one-piece molded plug assembly, the assembly shows no signs of cracking, the plug molding around the blade is not discolored, and the blade is tight in the molding. The power cord hooks show no sign of cracking and are intact with no damage. The power cord strain relief shows no sign of cracking and is intact with no damage. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on jan 8, 2026. It is unknown if the facility performed any other preventive maintenance on this bed. The baxter technician thoroughly inspected the bed and was unable to duplicate the reported issue. The bed functioned as designed. However, if the reported event of a self running envella were to recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.